Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced an unspecified adverse outcome. Post-operative patient treatment included revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced nerve damage, groin pain, and anxiety. Post-operative patient treatment included revision surgery, ilioinguinal nerve blocks, and removal of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.